Manufacturer narrative:
Analysis of provided data revealed: on last rms reports before the event dated on 18 april 2025 indicates the device is programmed in safer 60 bpm mode and on (B)(6) 2025, the device was programmed in vvi 60bpm. On (B)(6) 2025, during an in-clinic follow-up, the device was interrogated. O the device was already in vvi 60bpm and atp off (nominal mode) at 2:29 pm o no sign of device reset o at the end of the interrogation (at 2:34 pm) the device was programmed in vvi 60 bpm and atp were activated. In the provided logs of the tablets, there is no trace that the user pressed on the emergency button to switch to nominal mode (vvi 60bpm). Data analysis revealed the device was still in safer mode during on (B)(6) 2025 at 01:30 am. Therefore, the switch to nominal mode occurred between 01:30 am and 02:29 pm on (B)(6) 2025. The device was successfully re-programmed to safer mode during the in-clinic follow up dated on (B)(6) 2025. The cause of the switch to nominal mode (vvi 60 bpm) could not be explained with certainty, it was most probably due to an user action between 01:30 am and 02:29 pm on (B)(6) 2025, with another tablet. Based on available data, no issue is suspected on the subject device.

Event description:
Reportedly, on (B)(6) 2025, in-clinic followup due to cardiac decompensation. The device was programmed in vvi 60 bpm 5v and unusual therapies, contrary to usual programming safer. The previous in-clinic follow up were on (B)(6) 2025 and on (B)(6) 2025: according to the physician good lead parameters end longevity. The patient is followed up in rms. No alert was received. The microport crm representative checked data of in clinic follow up dated on (B)(6) 2025: vvi 60 bpm programmed and an additional tv zone therapy was programmed. The physician reports he didn't programmed nominal mode. No reset alert is displayed on the programmer.

Event description:
Reportedly, on (B)(6) 2025, in-clinic followup due to cardiac decompensation. The device was programmed in vvi 60bpm 5v and unusual therapies, contrary to usual programming safer. The previous in-clinic follow up were on (B)(6) 2025: according to the physician good lead parameters end longevity. The patient is followed up in rms. No alert was received. The microport crm representative checked data of in clinic followup dated (B)(6) 2025: vvi 60 bpm programmed and an additional tv zone therapy was programmed. The physician reports he didn't programmed nominal mode. No reset alert is displayed on the programmer.